Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not accept a cartridge. Reportedly, customer was attempting to load the old cartridge. There was no reported impact to customer's blood glucose. A cartridge change was performed to resolve the issue.